Event description:
Baxter medical affairs notified baxter corporate product surveillance of a customer report of a four leak arthroscopic irrigation set in which a hair was observed in the drip chamber. The alleged defect was observed before use when the set was removed from the packaging. There was no patient involved. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The assignable root cause was determined to be human error. As a corrective action, the operators were retrained on gowning methods.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived in an opened over pouch. Visual inspection showed that the tip protectors are still in place and the sample had not been primed. Visual inspection also showed that there is what appears to be a human hair, approximately 1 1/2 inch in length located near the end cap between the housing and cap. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time.